Event description:
It was reported that during a case, a clamp broke. The screw in the center of the clamp broke into 2 and it appeared as if the threads were stripped. The surgery was for a pelvic reconstruction and all parts were retrieved from the pelvis. There were no delay and the outcome was not provided. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Two attempts at different locations have been made for the device history reports (DHR) under the part number 398.880 /lot 6024 reported on the decontamination report and the pictures of the returned forceps. The following information was added to this record from the DHR attempts: the DHR review cannot be performed as the lot # does not correspond to a tuttlingen device and part/lot combination 398.880 / 6024 unknown at synthes (B)(4), no DHR review possible. Info: part 398.880 lot 6025 exists and was booked in (B)(4) on 30 dec 1997. The manufacturing investigation reported: the device was received in three pieces. The broken part was not received. This device does not correspond to (B)(4). The lot does not match. Synthes is continuing to investigate the lot number discrepancy and will report any additional results as available. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgery was successfully completed.

Manufacturer narrative:
A product development evaluation was conducted. The report indicates that the returned device shows significant use over its 17 year lifespan. The connecting screw that acts as a fulcrum for the device is missing and was not returned. The damage appears to be a result of accumulated wear over the life of the device. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint condition was caused by accumulated wear over the life of the device, rather than the design of the instrument. This complaint condition is likely a result of method of use, instrument age, inattentiveness during sterilization, and not the device's design. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.